Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument will not move with the surgeon's wrist movements. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to be loose in the proximal end caused by a cracked clamping pulley. A loose pitch cable at the proximal end is often caused by (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). A visual inspection of the backend found evidence of a cracked clamping pulley that would have caused the pitch loose cable. The probable root cause of a damaged clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.